Manufacturer narrative:
The insulin pump had unresponsive buttons due to an unlocked connector. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip. No frozen screen was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was frozen and wouldn't allow to set bolus. After replacing the battery the insulin pump keypad was still not responding. The product is being replaced. Customers blood glucose level was 338.4 mg/dl. No further information provided.